Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customers' blood glucose level was not impacted. To clear the alarm, the customer would either resume insulin delivery without changing the supplies or the supplies would be changed. As the customer was not currently experiencing an alarm, tandem technical support was unable to perform a system check to determine a possible cause of these past occlusions.